Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent therapy port issue for this device. There was no patient impact.